Event description:
A nurse from the user facility reports that a haptic of the intraocular lens caught and tore the capsular bag when it was unfolding. A vitrectomy was required. The lens was removed and replaced and the patient had an excellent outcome.